Event description:
Reason for check: uti/dizziness/weakness 20 vt-ns episodes, most recent on (B)(6) 2023. Appears to be over sensing on the ventricular lead. Sensing integrity warning: 2,837 short v-v intervals. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).